Event description:
It was reported that the driver tip broke while tightening screw.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.